Event description:
On (B)(6) 2013, the lay user/patient¿s mother contacted lifescan (lfs) alleging that the patient¿s onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient¿s mother reported that the alleged power issue began on the morning of (B)(6) 2013. The patient manages his diabetes with insulin. The reporter claimed the patient ate fewer carbohydrates as a result of not being able to test his blood glucose. Approximately 8 hours after the power issue started, the patient developed a headache. The reporter denied that the patient received medical treatment. At the time of troubleshooting, the cca noted that the reporter claimed that the batteries with the subject meter had ¿exploded¿. The alleged power issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.